Event description:
Olympus was informed that the users experienced a complete loss of image during an unidentified procedure.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reportedly experienced a total loss of image during a cystoscopy procedure in which the intended procedure was completed with a different but similar device. There was no pt harm reported. The device referenced in this report was returned to olympus for evaluation. The evaluation found there was no image which was attributed to the outer tube and the reference pins were bucked excessively. The proximal end section was bent with indentation and tool marks. This report is being submitted as a medical device report in an abundance of caution.